Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that patient high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer's father stated that correction did not work. The customer was advised to discuss the high blood glucose with health care provider and change type of set in case.